Manufacturer narrative:
The end-user fell but there was no injury and no ambulance. We sent the end-user a replacement rolling walker to his home. This is a 2008 rolling walker and we have done all sorts of corrective actions on our rollators throughout the years and do not have issues with our new revision numbers. This claim is now closed. Device not received.

Event description:
Fork assembly broke as the customer was walking using the rolling walker. She fell on the carpet but there was no injury.